Event description:
Last night, my son was using a malem bed-wetting alarm and accidently swallowed the battery door on the product. My son is (B)(6) years old and we purchased the product from the website (B)(6). We spoke to the customer support rep who said that 2 years is the ideal age to start using the bedwetting alarm. We purchased it and used it for 3 nights before this happened. My child choked on the battery door and I am frustrated that this happened. Shouldn't the company have a marking or sell products to older children? I have also raised this complaint with the company directly but haven't heard back from them. Shame on this company for making horrible products. It could have killed my child. My child choked. We had to rush to the emergency room to get him treated. He was bleeding and traumatized after the event.